Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that he had a pdm (personal diabetes manager) error occur, which was reset during the call. He stated that he had gone to the emergency room and was diagnosed with high blood glucose, no specific levels provided. The patient was given insulin to help bring his blood glucose down. The patient was also experiencing an issue with his foot, and a blister on it, at the time of this occurrence. No further information regarding the event, or circumstance leading up to it, was disclosed.